Event description:
The manufacturers service technician was unable to duplicate the reported problem. The service technician replaced the data acquisition pcb to motor controller pcb cable as a precaution to address the reported problem. Final applicable testing was completed with no further fault reported.

Manufacturer narrative:
Supplemental report

Event description:
Customer reported that the unit went vent inop. Review of the drpt noted a da pcba adc failure occurrence vent inop is a high priority condition that precludes safe operation of the ventilator. A vent inop alarm display on the screen, turns on remote alarm interface, and disables oxygen flow and blower operation. The pt must be placed on another means of ventilatory support.

Manufacturer narrative:
Eval and service of device pending.